Manufacturer narrative:
Com(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed.it was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. Insert probable cause statement the reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.the reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.